Manufacturer narrative:
Device evaluation summary: as received, heavy calcification was observed in the cusp areas of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7 mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3 mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Thickened and swollen tissue was also observed on all three leaflets. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency related to this event.

Event description:
It was reported via sales that an edwards bioprosthetic aortic valve was explanted after a period of 10 years due to aortic stenosis and replaced with another edwards aortic pericardial valve. Report indicates the valve was found intact and calcified.